Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The biosensor was inserted in the arm on (B)(6) 2025 and alcohol was used at the site prior to sensor insertion. Shortly after placing the sensor on the skin, the customer experienced intense redness and a burning sensation on their face. As of the next morning, their symptoms had worsened, their face felt puffy and the redness and heat had spread to their arms, and their skin had become increasingly itchy. They described the discomfort as feeling similar to a sunburn, though they confirmed there had been no sun exposure. There were no respiratory symptoms reported. The customer applied a home-made organic lotion which did not provide relief. The customer had an over-the-counter antihistamine (benadryl) available, however at the time of the follow up contact with dexcom's technical support, the customer had not taken the antihistamine yet, as such medications haven¿t worked for them in the past. At the time of follow up contact, they had contacted her doctor via email twice (B)(6) 2025 evening and (B)(6) 2025 morning and had not received a response). The customer has not gone to the hospital and has not been given any medication by a healthcare provider. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.